Manufacturer narrative:
Correction: h10: field should include the following statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-05658, related manufacturer reference number: 2017865-2023-05661. It was reported that a patient presented in-clinic for an explant procedure. Examination of the patient's system revealed an infection with additional symptoms of arrhythmia and hypertension. The system was explanted on (B)(6) 2023. No adverse patient consequences were reported.